Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. While inserting a farawave catheter into the sheath, air was seen in the flush port when back flow was performed. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.